Manufacturer narrative:
Conclusion: potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00573. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) cavernous sinus using a penumbra system reperfusion catheter 054 and a separator 054. Prior to the procedure, intravenous tissue plasminogen activator (IV t-pa) was not injected. A retrieval procedure was performed using another manufacturer's device. Aspiration was successfully performed using a reperfusion catheter 054 and a separator 054. Following aspiration, a retrieval procedure was performed using another manufacturer's device again. Following the procedure, the patient developed intracranial hemorrhage (ich) and subarachnoid hematoma (sah) in the occluded area. Cranial decompression was conducted. Subsequently, the patient expired a week later. Physician's comment: the events were ich and sah in the occluded area. It is not deniable that they were hemorrhage complicated with the procedure. The relation between the events and the penumbra system is not deniable.